Event description:
I had breast implants put in (B)(6) of 1998. I was 23. Fast forward about 9 years I started feeling ultra fatigued, developed hasimotos thyroid disease. I began to have a hard time exercising and felt depressed for years. Many dr visits, physical therapies, around year 2010 I developed severe back pain and could not get any relief. I saw many drs and they were unable to correct the pain or give any reasoning or relief. By 2019 , I was rapidly declining I had severe-joint pain it hurt to walk sit or lie down. Living in constant pain with no relief. I wanted to die. A friend mentioned it may be my implants , I was desperate and tried everything, I made an appt for consultation with dr (B)(6) in (B)(6) who specializes in removing breast implants. He shared with me many of his patients saw relief after having them out. I explanted (B)(6) 2022. When I woke up I felt immediate relief from my excruciating joint pain. Over the last several months I have felt a significant improvement in my overall health. I have my life back! Having those bags removed saved my life. The capsule that was removed from around the implant was sent to pathology and had evidence of large cells with multi nuclei evident from silicone exposure. My implants are saline with silicone shell. These implants are so dangerous some of the damage of these implants may be irreversible as far as my thyroid and the nodules that formed however, I am relieved to not have the pain and burning skin. Joint pain, heart palpitations stopped completely over the 4 months after explanting. FDA safety report ID # (B)(4).